Event description:
It was reported that (B)(6) 2022,the package was found broken during inspection. All packages are torn and the severe ones have holes. The outer box was not damaged.

Manufacturer narrative:
Qn#(B)(4). Quantity of fifty (50) devices were found during incoming inspection. From the pictures provided it was not possible to be confirmed the failure mode reported as broken package sterility compromised. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73b2200861 investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that 14 sep 2022,the package was found broken during inspection. All packages are torn and the severe ones have holes. The outer box was not damaged.

Manufacturer narrative:
(B)(4). From the pictures provided it was not possible to be confirmed the failure mode reported as broken package - sterility compromised. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73b2200861 investigation did not show issues related to the complaint. The sterile barrier damage is related to the packaging process of this device. Several containment actions and corrections were established for this issue as part of a nonconformance. The returned sample was manufactured prior to these containment actions and corrections. In summary, the reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections were established for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature.